Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with hand piece motor fault and overheating. Cause of overheating and faults is a defective motor. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The motor has shorted out. The complaint was confirmed and the root cause has been determined to be a defective motor. A hand piece motor fault will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device is not working. There was no patient or case involvement. The investigation has concluded that the unit shorted out and overheated in consequence.